Manufacturer narrative:
The reporter's meter was requested to be returned for investigation. Replacement product was sent. The reporter's meter was received for investigation. Upon investigation of the returned meter, a defect in an electronic component of the circuit board was found.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could impact the interpretation of results. Segments are missing in three big eights on display as well as in code number on display. The last measured result was either a 1.5 inr or a 1.6 inr, unable to read the exact result. The patient reported the 1.6 inr and is fine with that result, there was no adverse event by reporting this result.